Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and was hospitalized on (B)(6) 2023 with the blood glucose value of 8 mg/dl. Customer reported pump delivered too mush insulin which low blood glucose. Troubleshooting was performed. Customer does not report any symptoms related to low blood glucose. Customer passed out and was taken by emergency medical service, hospitalized and was treated with intravenous insulin drip and glucagon. The pump was used with in the 48 hours of the reported event and smart guard/auto mode was not active at the time of event. Customer was advised to discontinue the use of the device and the pump will be replaced. No further patient complications were reported. The device will be returned for failure analysis.

Manufacturer narrative:
The customer was hospitalized for alleged low bgs on 15-feb-2023. On svn (B)(6) the customer reported alleged that the pump wants to calibrate too often and having sg vs bg issues, large differences between the two values on 08-mar-2023. On svn 000315409873 the customer was hospitalized for alleged low bgs and possible over delivery anomaly on 21-feb-2023. On svn (B)(6) the customer reported alleged blank display on 08-jun-2023. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. Possible over delivery anomaly not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Using a test battery cap, the pump powered up properly after the test battery was installed. The pump was programmed and monitored for 3 days. No blank display noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date 15-feb-2023 in the pump history file (primary svn (B)(6) ). Please see below for the pump errors/alarms noted 1 week prior to the event date 08-mar-2023 in the pump history file (svn (B)(6) ). 03/06/2023 20:00:31.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 03/06/2023 20:06:24.000 batteryremoved (55) 03/06/2023 20:06:24.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 03/06/2023 20:16:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 03/06/2023 21:25:47.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 5/24/2023 12:42:00 pm. There was no power data available for the date of 03/06/2023. Unable to check power data for low battery alert, and power loss alarm/battoutlimit (6). However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lowbatteryalert (104) not confirmed. Battoutlimit (6) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 21-feb-2023 in the pump history file (svn (B)(6)). 02/17/2023 13:04:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal 02/17/2023 13:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal nodelivery (7) not confirmed. Please see below for the bolus listed on the event 21-feb-2023 in the pump history file on svn (B)(6). 02/21/2023 15:59:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) please see below for the daily total of all insulin delivered on the event date 21-feb-2023 svn (B)(6). 02/22/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 02/21/2023 00:00:00.000 dailytotalofallinsulindelivered: 120500 (12.05 u) dailytotalofbasalinsulindelivered: 105500 (10.55 u) dailytotalofbolusinsulindelivered: 15000 (1.5 u) please see below for the pump errors/alarms noted 1 week prior to the event date 08-jun-2023 in the pump history file (svn (B)(6)). 06/08/2023 07:39:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) the customer battery voltage is 0.638 volts. 06/08/2023 12:52:14.000 batteryremoved (55) 06/08/2023 12:52:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/08/2023 13:02:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/08/2023 13:03:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 06/08/2023 13:12:28.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 06/08/2023 13:12:36.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the customer's battery in the pump is low on power. The customer battery voltage is 0.638 volts. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. Lowbatteryalert (104) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Calibration anomaly not confirmed. Unable to confirm alleged sg vs bg anomaly. Possible over delivery anomaly not confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code and health effect - impact code with this report. Information provided in the initial report in section h6 under health effect - impact code 4607 and 4644 was incorrect.

Event description:
Corrected description: information received by medtronic indicated that the customer experienced hypoglycemia and was hospitalized on (B)(6) 2023 with the blood glucose value of 8 mg/dl. Customer reported pump delivered too much insulin which low blood glucose. Troubleshooting was performed. Customer does not report any symptoms related to low blood glucose. Customer passed out and was taken by emergency medical service, hospitalized and was treated with intravenous infusion and glucagon. The pump was used with in the 48 hours of the reported event and smart guard/auto mode was not active at the time of event. Customer was advised to discontinue the use of the device and the pump will be replaced. No further patient complications were reported. The device will be returned for failure analysis.